Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezd1991 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the infusion of oxaliplatin, the patient experienced swelling and burning in the right clavicular fossa. It was stated that the tc identified a leak on the catheter. The catheter was removed.